Event description:
On 08-feb-2022, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "adult male laparoscopic prostatectomy, bilateral pelvic lymph node dissection: tip of curved shears insert broke off in patient- was retrieved and saved. This incident was about midway through the procedure and another harmonic instrument was utilized to complete the procedure. No issues with the 2nd harmonic insert. This added an estimate of 5 minutes to retrieve the broken-off piece, patient went to pacu in stable condition." Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The harmonic ace instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. The lot number sequence of the instrument was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the tip of the harmonic ace instrument fell inside the patient during a da vinci assisted procedure. The tip was retrieved during the same procedure.